Event description:
It was reported that device interrogation revealed a "data not read" message. The magnet rate was 93 ppm. Despite reprogramming the rate and reinterrogating the device, meas- ured data still displayed "data not rea d." The physician elected to replace the device. The patient had underlying atrial fibrillation and reported no symptoms.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.